Manufacturer narrative:
Complaint evaluation: the remote service engineer (rse) evaluated with the assistance of the customer. Customer determined the battery had lost contact w/ the pins on the back of the unit. Customer resolution and conclusion: the rse advised the customer to try another battery and check for physical wear on the back case to see if battery latching is not secure. The customer will evaluate further and call back for support as needed. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device shut off unexpectedly. There was no patient involvement.